Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
At 2.5 months post-op the patient came in with dislocated shoulder. After x-rays, surgeon suspected the patient had a disassociation of the poly insert and the stem. During the revision surgery, the poly was disassociated from the stem. The surgeon decided to keep the stem in the patient as it was cemented.

Manufacturer narrative:
Recall information to FDA done on (B)(6) 2016 under recall ID (B)(4). This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.